Event description:
The date agfa became aware of this issue was (B)(6) 2011. A patient died unexpectedly in (B)(6) 2011 in (B)(6). The coroner has not determined cause of death at this time. Agfa was not notified at the time of the patient demise. The attending physician has stated that an incorrect image was used for treatment due to (B)(4) study list being in us date/time format vs the (B)(6). The device has been installed since 2003 at the site and this is the first time agfa has encountered misuse of the product in this manner at any location. The epr link is not a primary method of viewing/diagnosing images and all physicians have been made aware of this. Viewing of images in the (B)(4) will show (B)(6) date/time format. The attending physician used the device off-label for diagnosis and the user error contributed to the event.

Manufacturer narrative:
Description of event: the date afga became aware of this issue was (B)(6) 2011. A patient died unexpectedly in (B)(6) 2011 in (B)(6). The coroner has not determined cause of death at this time. Agfa was not notified at the time of the patient's demise. The attending physician has stated that the incorrect image was used for treatment due to (B)(4) study list being in the us date/time format. Evaluation: the device has been installed since 2003 at the site and this is the first time agfa has encountered misuse of the product in this manner at any location. The epr link is not a primary method of viewing/diagnosing images and all physicians have been made aware of this. The attending physician used the device off-label for diagnosis and the user error contributed to the event.